Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015 the reporter contacted animas alleging the patient experienced elevated blood glucose while on insulin pump therapy with blood glucose measuring 20 mmol/l accompanied by symptoms suggestive of hyperglycemia of nausea and polydipsia. The patient reported that while on holiday a few weeks prior, blood glucose levels were elevated and had been elevated on and off since that time. No additional information was provided. The reporter alleged an inaccurate delivery issue with the pump.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on (B)(6) 2015 with the following findings: review of the black box data and download history revealed the last basal delivery was recorded on (B)(6) 2015 at 3:02 pm. The total daily dose amounts added up to correctly reflect the user¿s programmed basal rate target. No activity outside of normal use was observed. On investigation, ez-prime steps were performed successfully. The pump was exercised for 24 hours without error, alarm or warning. The pump was found to be delivering accurately. Investigation did not duplicate the inaccurate delivery complaint and the pump was found to be operating within the required specifications without malfunction. (B)(4).